Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The returned guidewire was examined and it was discovered that the guidewire was returned in two fragments. Magnified examination of the fracture site showed the core wire was fractured. The guidewire was bent proximal and distal to the fracture. The guidewire was also bent on several places along its length. From the condition of the guidewire at the fracture site, it appears that the guidewire was separated due to excessive manipulation and torque. Because the reported guidewire broken/fracture appeared to occur from handling, a probable cause of handling damage was assigned. In addition, the guidewire¿s polytetrafluoroethylene (ptfe) coating was examined and it was found to be scraped off on several places just proximal and distal to the fracture site. Functional analysis could not be performed due to the anomalies found on the product. The ptfe coating scrapped issue is believed to have occurred from an excessively tightened torque device. Since the device dfu specifically cautions that excessive tightening of the torque device can lead to ptfe abrasion, the cause is considered to be related to the dfu instruction not being followed.

Event description:
It was reported that during preparation, the subject device fractured while being loaded into a microcatheter. There was no patient involvement.

Event description:
It was reported that during preparation, the subject device fractured while being loaded into a microcatheter. There was no patient involvement.